Manufacturer narrative:
Submit date: 09/29/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
According to the reporter, on (B)(6) 2017, during pre-operation, the product was completely frayed. There was no patient involvement.

Manufacturer narrative:
An investigation of the reported condition was completed without a sample analysis or photograph to review. The device history review could not be completed for the customer did not provide the lot number. According to the investigation, based on the description of the incident a possible root cause could occur if the cutting blade moved during the cutting process, pulverizing the gauze resulted loose contamination. The supplier has taken following actions: added a cleaning process after the cutting process the operator must prep p the swabs but cutting the edge before the roll of gauze is put into the cutting machine to eliminate the potential of the product shedding. This complaint will be used for trending purpose. If information is provided in the future, a supplemental report will be issued.